Manufacturer narrative:
(B)(4). The device was received and the evaluation is complete. During the event history log review, an increased intra-peritoneal volume (iipv) event was identified. This evaluation included functional and electrical testing of the device. Upon conclusion of the investigation, the cause of the iipv could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. This event occurred in the therapy initiated on (B)(6) 2015 at 08:58:47. During night drain cycle two, the patient's ultrafiltration reading was 1055ml, indicating the patient drained 1055ml more than their maximum programmed fill volume of 1500ml. No further information was available.